Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently tilted and perforated. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. With the limited information provided it is not possible to draw a clinical conclusion between the events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt. According to the limited medical records provided, the patient had a clinical history of respiratory failure and was intubated with an endotracheal tube and placed on mechanical ventilation; additionally, a naso-gastric tube was placed, prior to filter implant. Daily serial chest x-rays indicated the presence of cardiomegaly and congestive heart failure. The records indicated that the patient was intubated in the emergency department. The indication for the filter implant was left lower extremity deep vein thrombosis, as identified on ultrasound of the legs. A ventilation perfusion scan was also performed and was negative for pulmonary embolus. The following additional information was received per the patient¿s implant records, the patient had a history of deep vein thrombosis (dvt). The patient underwent ultrasound guidance for right internal jugular venous access and inferior vena cava (ivc) filter placement. An optease ivc filter was deployed below the level of the renal veins with no significant tilt. The patient tolerated the procedure well with no immediate complications. Three days later, a renal ultrasound was performed for the indication of acute renal failure, results were reported as normal. A computerized tomography (CT) scan of the head was performed seven days post implant for complaints of headache. The report noted a small old infarct in the right cerebellum, but no acute intracranial abnormality. Medical records received indicate that approximately five years and four months after filter implant, the patient underwent a CT of the abdomen and pelvis without IV or oral contrast, which showed positive for caval perforation; a total of six prongs have perforated the ivc, in addition to tilt of the ivc filter.the images were provided and what appears to be an ivc filter is visualized. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter. The patient further reports suffering from psychological injuries or mental anguish, related to the filter and fear of injury of having to have surgery in the future.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt. According to the limited medical records provided, the patient had a clinical history of respiratory failure and was intubated with an endotracheal tube and placed on mechanical ventilation; additionally, a naso-gastric tube was placed, prior to filter implant. Daily serial chest x-rays indicated the presence of cardiomegaly and congestive heart failure. The records indicated that the patient was intubated in the emergency department. The indication for the filter implant was left lower extremity deep vein thrombosis, as identified on ultrasound of the legs. A ventilation perfusion scan was also performed and was negative for pulmonary embolus. The following additional information was received per the patient¿s implant records, the patient had a history of deep vein thrombosis (dvt). The patient underwent ultrasound guidance for right internal jugular venous access and inferior vena cava (ivc) filter placement. An optease ivc filter was deployed below the level of the renal veins with no significant tilt. The patient tolerated the procedure well with no immediate complications. Three days later, a renal ultrasound was performed for the indication of acute renal failure, results were reported as normal. A computerized tomography (CT) scan of the head was performed seven days post implant for complaints of headache. The report noted a small old infarct in the right cerebellum, but no acute intracranial abnormality. Medical records received indicate that approximately five years and four months after filter implant, the patient underwent a CT of the abdomen and pelvis without IV or oral contrast, which showed positive for caval perforation; a total of six prongs have perforated the ivc, in addition to tilt of the ivc filter.the images were provided and what appears to be an ivc filter is visualized. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter. The patient further reports suffering from psychological injuries or mental anguish, related to the filter and fear of injury of having to have surgery in the future.

Manufacturer narrative:
As reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, history includes acute respiratory failure with intubation/ventilation and dvt. Prior to implant, imaging revealed cardiomegaly and congestive heart failure. The indication for the filter was left lower extremity deep vein thrombosis. Patient was negative for pulmonary embolus. An optease ivc filter was deployed below the level of the renal veins with no significant tilt. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt. Three days after implant, the patient had acute renal failure, imaging results were normal. A CT scan of the head was done seven days post implant for headache. The report noted a small old infarct in the right cerebellum, but no acute intracranial abnormality. Approximately five years and four months after implant, the patient had a CT of the abdomen and pelvis revealing caval perforation; a total of six prongs have perforated the ivc, in addition to tilt of the ivc filter. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter. The patient further reports anxiety and fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.